Manufacturer narrative:
(B)(4). The reported event is not confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. No devices were received; therefore the visual inspection was not conducted. Complaint history review could not be performed. A definitive root cause could not be determined with information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient experienced greater trochanteric fracture. No further information has been provided.